Event description:
It was reported the patient experienced increased pain which was not relieved with pump adjustments or additional drug bolusing. The catheter was found to have dislodged. It migrated out of the intrathecal space. The patient underwent surgical revision. The drug used in the pump was a mixture of hydromorphone, bupivacaine, clonidine, and droperidol. The patient recovered without sequela.